Event description:
It was reported the patient experienced a shocking or jolting sensation. The last time the patient turned it on, it jolted him every time he busted the button up or down. It was like a ¿sudden surge¿ and a ¿heavy jolt¿ not a ¿soft one like normal.¿ the issue first started last week. The other night was the last time the patient used it and it seemed like it was not even coming on. The patient thought it ¿probably crashed.¿ no outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 749851, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3998, lot# l66853, implanted: (B)(6) 2000, product type: lead. (B)(4).